Manufacturer narrative:
The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, during d-avf implant stretched/ implant was unintentionally detached. While advancing and retracting the coil through a microcatheter several times, the implant was stretched and unintentionally detached in the microcatheter. The coil could be withdrawn along with the microcatheter and removed from the patient. Another coil and microcatheter were used to continue the procedure, and the procedure was successfully completed. There was no patient injury. Th device is expected to return for investigation and is in transit, yet at the time of this reporting, it has not arrived.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher, and partially stuck within the returned microcatheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The returned microcatheter was found damaged at the distal tip, which may have caused or contributed to the reported complaint.

Event description:
As reported from shonan, during d-avf implant stretched/ implant was unintentionally detached. While advancing and retracting the coil through a phenom17 (medtronic) several times, the implant was stretched and unintentionally detached in the microcatheter. The coil could be withdrawn along with the microcatheter and removed from the patient. Another coil and microcatheter were used to continue the procedure, and the procedure was successfully completed.